Event description:
It was reported an under infusion of normal saline. Per report an inaccurate volume of IV fluid infused due to the device being partially clamped at the time of administration. The normal saline was programmed manually using guardrails drug library. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump modules under infusing of normal saline was not confirmed on the log review or replicated during laboratory testing. Timed rate accuracy testing was performed on the suspect pump modules. The devices were found to be delivering fluid within specification. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream were observed. No external or internal conditions were identified during the inspection of the suspect pump module that could be associated with the issue reported in this complaint. All inspected components were confirmed to be manufactured by bd. The suspect pump module (s/n: (B)(6)) and concomitant pcu (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date is 17jul2025 and time not reported. A review of the suspect pump module and concomitant pcu error log showed no errors or malfunctions on the day of the reported event or any day around. The customer reported a routine infusion of normal saline has been a primary infusion. The patient's infusion pump module was programmed manually using guardrails drug library, but the device being infusion partially clamped at the time of administration. At 9:15 am the suspect pump modules (s/n: (B)(6)) were powered on and attached to the concomitant pcu with label a. At 09:15:26 ¿ 09:34:31 am the suspect pump modules (s/n: (B)(6)) was programmed primary infusion of normal saline, with rate = 999 ml/h and vtbi = 1000 ml, pvi = 0 ml. The infusion lasted an hour and infused 970.113 ml. At 10:32:50 am pump alarmed ¿occluded fluid side ¿. At 10:33:02 am the suspect pump modules (s/n: (B)(6)) was programmed for a primary infusion of normal saline, with rate = 999 ml/h and vtbi = 1000 ml, pvi = 970.113 ml. The infusion lasted fifty-five (55) minutes and infused 894.847 ml. At 11:27:08 am pump alarmed ¿occluded fluid side ¿. At 11:28 am the system was powered off; tvi = 1864.96 ml. At 1:32 pm the suspect pump modules (s/n: (B)(6)) were powered on and attached to the concomitant pcu; pvi = 1864.96 ml, then the volume infusion was cleared. At 1:33:48 ¿ 1:34:51 pm the suspect pump modules (s/n: (B)(6)) was programmed for a primary infusion of ivf maintenance with rate = 999 ml/h and vtbi = 1000 ml, pvi = 0 ml. The infusion lasted an hour and infused 1000 ml. At 2:39 pm the suspect pump modules (s/n: (B)(6)) was programmed a primary infusion of ivf maintenance with rate = 25 ml/h and vtbi = 50 ml, pvi = 1000.41 ml. The infusion lasted thirty-seven (37) minutes and infused 16 ml. At 3:16 pm the system was powered off; tvi 1016.07 ml. At 8:41 pm the suspect pump modules (s/n: (B)(6)) were powered on and attached to the concomitant pcu; pvi = 1016.07 ml, then the volume infusion was cleared. Then a primary infusion of normal saline was programmed with rate = 999 ml/h and vtbi = 990 ml. The infusion lasted thirty-nine (39) minutes and infused 588.286 ml. At 9:22 pm the system was powered off; tvi = 588.286 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. The bd alaris system user manual (v12.1), states within warnings and cautions, "to prevent a potential free-flow condition. Ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door". The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)) the device was disassembled for this investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pump module s/n: (B)(6) (w/o: (B)(4)) repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6) (w/o: (B)(4)) device opened for investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported under infusions of normal saline were not identified during the investigation. Testing found the suspect pump modules to be infused within specifications. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of normal saline. Per report an inaccurate volume of IV fluid infused due to the device being partially clamped at the time of administration. The normal saline was programmed manually using guardrails drug library. There was patient involvement, but no harm.